Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/13/2019. Device evaluated by MFR: device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that there was a piece of lens material cut out. No other anomalies were found. The customer's reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a model zxr00, 25.0 diopter intraocular lens (iol) is scheduled for explant, because the patient is having visual issues, vision not corrected right. Further information was provided, and it was learnt that the customer measured an iol of 25 and the patient turned out -3.25 + 0.50 x 55. The patient was 20/150 uncorrected visual acuity (ucva) from day one post-op. It was also reported that the visual symptoms significantly interfere with the patient¿s regular activities. The lens was explanted as planned. There was no incision enlargement, vitrectomy or sutures required at explant. It was noted at day one post-op there was a lot of swelling. No other information was provided.